Event description:
Caller states that the pt read 475mg/dl and 323mg/dl back to back on the same device. Caller reports that a lab taken within 10 minutes resulted in 146mg/dl. No treatment info was provided. Quality controls were used and reportedly fell in acceptable limits. Requested return of suspect device and replacement was sent.